Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc coin battery was evaluated and replaced. The ps1 power supply was evaluated and the calibrated to the optimal operating voltage. The system software was also reloaded. The system was tested and found to be working as intended and returned to service.